Event description:
It was reported the lead was approximately 2mm off its intended target. The lead appeared to have started on target but then started shifting midway as it went deeper into the brain. It was unclear whether the lead migrated over time or if the issue occurred at implant. Even though the lead was off target the patient still had "good" stimulation effect with no side effect profile. There was no patient injury and no actions required as a result of this event. The patient outcome was "ok."

Manufacturer narrative:
Lead model 3389-28 lot# 0205548317 implanted: 2012-(B)(6).